Manufacturer narrative:
Product condition received: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. Product evaluation: an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 1.3 cm from the rear seal measuring 0.025 cm in length. Conclusion: under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The membrane penetration located within an abrasion mark is typical of that procedure by contact with calcified plaque during counterpulsation therapy. A review of the device history does not indicate any lot specific issues. (B)(4).

Event description:
They had an iab leak with blood evident in the extender tubing. The nurse had a check iab catheter alarm on a cs300 with a linear 7.5 fr 40cc iab catheter. The patient had the iab catheter in for about 48 hours. The nurse also stated that she saw a small tear in the iab catheter. The iab catheter was removed w/o difficulty. The patient pa pressures elevated to 60-66/38. The patient bp started to gradually drop and levophed and neo gtts were titrated accordingly for the patient bp. The patient's ci decrease to 2.2. From 3.0 and u/o also decreased. They have saved the iab catheter. Specifically the facility reported: balloon removed. Pts (patient) hemodynamical unstable, requiring in inotropes and pressors. Pt had another iab inserted. Blood seen in tubing.